Manufacturer narrative:
Product event summary: analysis could not confirm that the cable was not working. The cable passed continuity testing, showed correct resistance readings, and had no intermittent or shorted connections. It was found that the atrial heat shrink sleeves were stuck together.

Event description:
It was reported that the analyzer cable no longer worked after only ten uses and sterilizations. The cable has been returned for analysis. There was no patient involvement.